Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient has had the worst ever symptoms on program 2 since september 26th. The caller stated that the patient usually just had mild accidents but now they were soaking themselves and needing to go to the bathroom twice a night. The caller stated that program 2 was too forceful so they decreased stimulation to 1.2. The caller stated this didn¿t help with the symptoms and forceful feeling. The caller stated the stimulation also travelled down their leg but confirmed it was also in the bike seat area. The caller decreased again to 0.8 and the patient still felt stimulation. It was noted that the patient was on program 1 at 2.2 on the right side during their trial and then 1.9 on the left on program 1. The caller also reported that they were unable to select program 1. The caller then stated they could select program 1 but were unable to adjust the stimulation. The caller was able to adjust stimulation on all of the other programs, but not on program 1 since the day after implant. It was explained that there could be an upper limit on program 1. No further complications were reported.